Event description:
It was discovered that incorrect information was recorded in sections f11 and f13. This follow-up is being submitted to provide the correct information.

Event description:
It was reported that medical attention was sought (B)(6) 2017 at 9:30 pm after the end user was receiving higher than normal blood glucose readings from her prodigy diabetes meter. The end user received a blood glucose reading of 425 mg/dl and the paramedics were called. The paramedics performed a blood glucose test with their meter and the result was 135 mg/dl. No treatment was administered nor was the end user transported to the ER due to her blood glucose reading was within the normal range and did not warrant any further actions. No additional details were provided in relations to this medical event.